Event description:
It was reported that this pacemaker exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. Technical services (ts) was consulted, and confirmed remote monitoring was disabled, noted that it was likely a false positive detection related to a software update and that a future update is expected to restore rf telemetry. Additionally, due to the elective replacement indicator (eri) values not been set, the number zero is causing the date to show as (B)(6) 2000. This pacemaker remains in service. No adverse patient effects were reported.